Manufacturer narrative:
(B)(4). This complaint is for a report of an user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation most likely cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts), the patient indicated that he started over with a new heater bag, and new cassette. Gts asked how many bags were connected and the patient said three. Gts advised the patient that if he needs to start over, he should be changing out everything, not just certain supplies. Product surveillance contacted the patient's nurse who explained they had seen the patient since the initial report and they had been doing fine with therapy. The nurse stated she would review procedure with the patient. No injury or medical intervention was reported.